Manufacturer narrative:
The device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.

Event description:
It was reported to boston scientific corporation, a pt underwent a therapeutic urological procedure in 2007. During the procedure, our occlusion balloon dilation catheter device burst while in the pt. Inflation rate is unknown. All pieces of the device were retrieved and procedure was completed with another device. There were no pt complications.